Manufacturer narrative:
Zoll medical corporation has received the product and will be providng a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient and a second set of pads with the same result of no ECG. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.